Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient .product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information received from the patient reported that they were having a problem with their stimulation. When they woke up the morning of this report, their implantable neurostimulator (ins) was off. The patient tried to turn it back on but observed a poor communication screen on the programmer as they were unable to interrogate. They also were unable to communicate to the ins using the recharger unit. The last time the patient felt the stimulation was on (B)(6) 2015 with the last successful recharging session occurring on (B)(6) 2015. The patient stated that they had met with the manufacturer's representative where the device settings were changed a couple of times in the past (there was no allegation against the therapy). Additional information received on (B)(6) 2015 reported that the patient was having a problem with their stimulation and that they received their new programmer but still observed a poor communication screen when in use. It was noted that the patient did not use the antenna with the programmer. The patient also reported that they were still unable to connect to the ins using the recharger. The indication for use for the implanted device was noted as spinal pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.